Event description:
Dr (B)(6) bent the extraction instrument while removing a rejuvenate stem.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded after surgery and was not returned to the manufacturer. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.

Manufacturer narrative:
An event regarding bending involving a rejuvenate stem extractor was reported. The event was not confirmed. Device history review: indicated that all devices accepted into final stock met specification. Complaint history review: indicated that there have not been any other events for the specified lot. Conclusions: the exact cause of the event could not be determined because the extractor was not returned for a complete evaluation.

Event description:
Dr. (B)(6) bent the extraction instrument while removing a rejuvenate stem.